Event description:
It was reported that during a shoulder procedure using an ambient super turbovac 90 ifs wand, the plastic piece on the wand's tip showed signs that particles were flaking off. The surgeon was unsure if any debris had flaked off into the surgical site. The procedure was ultimately completed using an add'l wand. There were no significant delays or patient complications reported as a result of this event.